Event description:
Reporter alleged discrepant blood glucose values of 600 mg/dl back to back with a result of 26 mg/dl when testing was performed on the advantage system. The location of the testing was not provided. It was not reported as to whether any actions were taken or treatment was received as a result of the comparison despite several unsuccessful attempts made by the manufacturer to contact the customer to obtain additional information. A request was made for the return of the suspect device and replacement product was sent.